Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 24 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. Damage was noted to across the entire stent. The stent has moved distally from original crimped position such that the proximal end of the stent was situated 11.5mm distal from the proximal marker band. The distal end of the stent had been stretched distally and extended past the tip of the sds. The balloon cone wings were folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of stent prior to the complaint incident. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric target lesion was located in the mildly calcified left circumflex artery. The lesion contained >=90 degree bend. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed using another promus premier stent with good final outcome. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on balloon.